Event description:
The physician's office reported, three days after treatment with juvederm ultra xc to the nasolabial folds, the patient reported a rash at the injection site. The patient was treated with oral keflex and a steroid injection to the affected area. The patient's symptoms have fully resolved.

Manufacturer narrative:
(B) (4)